Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to damage to the scope connector, the image is not displayed, and the connecting tube has coating peeling. (1mm2 or more). Additional evaluation findings were as follows: no electrical continuity due to damage on distal end, the adhesive on bending section cover has a chip, the control unit, the scope cover, the grip, the up/down plate, the switch box, the insertion tube rotation ring, the scope connector, the scope connector cover unit, the angulation lever all have a scratch, and due to wear of angle wire, bending angle in up direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that the evis lucera elite bronchovideoscope image does not appear during inspection for use. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the device evaluation with the legal manufacturer's final investigation. Updated fields g3, h6 and h10. Corrected fields: h6 - component code and problem code ; h10 - device evaluation findings for the coating peeling. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the customer's complaint of image does not appear, was confirmed. In addition, the following reportable malfunction was found during the device evaluation: the coating on the insertion tube has peeled off. Based on the results of the investigation, it is likely the following led to the malfunction: for the no image problem: damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling and for the second reportable malfunction of the peeling coating on the insertion tube: it is likely that the defective item is due to stress from use, external factors, or handling. The first event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. And the second event can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope, 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.